Event description:
It was reported that during the implant procedure the physician attempted to implant the right ventricular (rv) lead near the apex, however the lead tip advanced in the apex so it was repositioned for the right ventricle. The rv lead measurements were good without being near the apex, thus the lead was implanted. The right atrial (ra) lead was implanted in the right atrium appendage and received good measurements. Upon completion of implant and prior to discharge both the ra and rv leads exhibited good measurements. However two days later the patient presented with atrial ventricular block and increased threshold for both leads. Premature ventricular contractions were also observed. The rv lead exhibited undersensing and loss of capture. The outputs for both leads were increased. An x-ray was taken which ruled out a connection issue. The field representative requested the physician check for increased cardiac fluid due to possible micro dislodgement or perforation and consider the possibility of a revision procedure. The patient was hospitalized and the physician noted he would check lead values again in two days. When the values were checked two days later there were no change in threshold values for either the ra or rv lead. The pacemaker was reprogrammed to pace and sense in both chambers with a lower rate limit of 40 beats per minute. Two weeks later the patient was checked and the ra threshold measurement had improved to 1.3 volts, however the rv threshold measurement had slightly worsened. The physician opted to not change any programming or perform any further operation. The physician will continue to monitor the patient. The ra and rv lead remain in service and no adverse patient effects were reported.